Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer tried changing sites and he said that he saw insulin dropping from the end of the tubing as well but his its not getting in his body. The customer¿s blood glucose was 177 mg/dl at the time of the incident. The customer also report the no delivery alarm resolved by changing complete set. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm and no prime or fill anomaly noted during test.